Event description:
A patient was treated with the icotec pedicle system in a surgery ((B)(6) 2023). The patient noticed increasing pain. On (B)(6) 2025 it was detected that one pedicle screw has broken. A revision surgery (date not reported) was performed and the implants have been replaced.

Manufacturer narrative:
Data relating to manufacturing date is not on the label as UDI-pi. No information regarding a potential cause has been received from the health professional. Analysis of the relevant production records of the pedicle screw did not identify any anomalies that could be a cause of the event. The evaluation of the returned pedicle screw is still ongoing. Current information is insufficient to permit a valid conclusion of the cause of this event. Based on the information available, no corrective actions are proposed. A follow-up report will be submitted if additional relevant information becomes known.